Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced symptoms of headaches, blurry vision, bloody nose and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 400 mg/dl with a hcp meter and administered unspecified intravenous insulin for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(4) has been returned and investigated with retained test strips. Visual inspection has been performed on the meter and no issues were observed. The meter powered on with button press and strip insertion. Therefore, issue is not confirmed. An extended investigation has been conducted which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specifications. All pertinent information available to abbott diabetes care has been submitted.